Event description:
This event is reportable based on additional info received on 06/30/2009. It was reported that during a left arm av-graft and attempted permacath placement, a wire fracture occurred. The attempt was unsuccessful. However, several hours following the procedure, x-rays detected a fragment in the right cervical neck region. It was determined to be a fractured segment of the zipwire hydrophilic guide wire, approx 7 cm long. The original plan was to leave it there, however when the pt developed pain it was determined to remove it. The fragment was removed without any further complications. The operative report states "has a sheared edge consistent most likely shearing of the cannulation needle from previous attempt at internal jugular vein cannulation". Fluoroscopy showed no further residual foreign body.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.